Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room with high blood glucose of 500mg/dl. It was stated that the doctor wants to know if the device was working properly. The nurse called the next day to troubleshoot the insulin pump. The nurse stated that the infusion set was inserted several hours prior to her call. Reviewed the programming, basal, bolus, and settings and they were correct. The alarm history revealed multiple no delivery alarms, and one motor error alarm. The device was rewind and a fixed prime test was performed. Ran a high pressure test and the insulin pump passed the test. No further information was provided.